Manufacturer narrative:
The flotrac sensor was received for evaluation. The report of pressure values issue was confirmed. As received, the flotrac sensor of flotrac unit did not zero nor sense pressure on a pressure monitor. Electrical testing showed that both input impedances and output impedances were within specifications. However, the zero-offset 37 mmhg measured was out of specification as per IFU (instructions for use). No visible damage was observed from cable connector, cable, sensor chip or solder joints of flotrac. The dpt sensor of the device unit zeroed and sensed pressure accurately on a pressure monitor. The lot number for this device was not supplied. Therefore, the related manufacturing records were unable to be reviewed. Further review was performed at the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing, or design defect. It was verified that there are manufacturing controls to avoid potential causes related to the related malfunction. The root cause of this defect could not be confirmed; however, a notification related to this complaint was provided to the manufacturing personnel. All events will continue to be reviewed and monitored.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use this flotrac sensor, the mean arterial pressure (map) provided on the hemosphere monitor was different from the bedside monitor by more than 20 mmhg. It was zeroed three times but the issue remained. There was no allegation of patient injury.